Event description:
Implant was loaded on driver and inserted into pt after pilot hole was made. Dr noticed implant was proud, and reinserted driver without threading the suture, and tried to screw in anchor deeper. This is when the anchor broke. Implant was removed from pt.